Event description:
A reported was received stating that "during emergency case the drill hand piece started to start/stop while the perforator was in use. The hand piece also became overheated". No patient impact was reported. On follow-up, it was noted that the facility is experiencing issues with their bits. The bit manufacturer has been contacted by the facility as well as conducting some internal training on the correct use of the devices. It was confirmed that there was no patient impact.

Manufacturer narrative:
Report not confirmed. Field analysis of our devices did not identify any malfunctions. On follow-up it was confirmed that there was no patient impact. Perforator dissecting tools (produced by another manufacturer) are intended to perform the safety function of stopping after the perforation is complete. The legend (r) midas rex perforator attachment performs no role in this function, and will continue to rotate after perforation is complete. The perforator dissecting tool has an internal clutch mechanism that is intended to dis engage upon completion of the perforation and decouple the rotation of the legend (r) midas rex attachment from the perforator dissecting tool.